Event description:
Boston scientific crm received information that this device was explanted due to normal battery depletion and was replaced with another boston scientific ICD. It was noted that the competitive atrial pacing lead exhibited noise and pacing impedances of >3000 ohms. The device had been programmed to vvi pacing as a result of the atrial lead issue. During the device replacement, the competitive atrial lead was surgically abandoned; a replacement competitive lead was attempted to be implanted, but due to occlusion of the svc, no lead was placed. The new device remains programmed to vvi pacing.

Event description:
--

Manufacturer narrative:
The explanted device has not been returned. This report will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Also, lead impedance testing was performed, with normal measurements produced. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The clinical observations of noise and out of range impedance measurements could not be confirmed.